Manufacturer narrative:
UDI number: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported premature battery depletion could not be conclusively determined.

Event description:
The device was explanted and replaced due to suspected premature battery depletion. The patient is stable.